Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified length of time, an unspecified volume of solution leaked on the connection of the tubing set. The customer contact reported that during verification of the leak, the tubing set broke. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.